Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope image didn¿t display anymore. The issue was identified during a laparoscopic cholecystectomy procedure and was completed utilizing an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: b5, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.